Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with the right ventricular lead exhibiting high capture thresholds. The provider decided to replace the lead. However, during the revision it was revealed that the subclavian vein was completely occluded. The right ventricular lead was kept in place, and new pulse generator was electively implanted. The patient was fine before, during, and after the procedure.